Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ cyst-ndr: not applicable as the event is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side ¿rupture¿ and cyst ndr. Device was explanted.

Event description:
Patient reported, left side ¿rupture¿ and cyst ndr. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable, as the event is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.